Event description:
The lead was shortly thereafter capped and replaced due to the possible fracture and high impedance measurements.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted 2011 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting noise, oversensing, infinite impedance and high thresholds. It is suspected that the lead fractured due to a clavicle crush. Impedance measurements went from infinite to normal with pocket manipulation and arm movement. The lead remains in use. No patient complications have been reported as a result of this event.